Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen inside the mask was insufficient and not flowing well. The nurse first checked the line and found no leaks. She then immediately notified the equipment department. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The hospital mechanical engineer (me) evaluated the device and confirmed the reported problem. Upon inspection, they discovered that the air intake filter was clogged with dust. After replacing the filter on the spot, the patient reported normal airflow.